Event description:
As reported by the user facility: details of complaint (reported issue): stopcock cracked and broke when disconnecting IV fluids. Could lead to potential harm if medicine is fast acting. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) used sample without packaging was returned for evaluation. The returned sample was visually inspected as per specification with failing results. It is noted the discofix d500 4-way spin lock is snapped off the adaptor. Although the returned sample was damaged the defect could not be confirmed for a broken stopcock to be a result of any manufacturing/packaging process. While an exact root cause cannot be determined, a review of the complaint sample suggests that the breakage did not originate from a failure in the manufacturing process. Based on these findings the most likely potential cause is that the defect originated from the excessive force being placed on the valve during use. Review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.